Manufacturer narrative:
The manufacturer previously reported a simplygo oxygen concentrator allegedly was not producing oxygen and shut down. The patient was admitted to the hospital for shortness of breath. Repeated attempts to have the device returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Event description:
The manufacturer received information alleging a simplygo oxygen concentrator was not producing oxygen and shut down. The patient was admitted to the hospital for shortness of breath. The device has yet to be returned to the manufacturer's service center for evaluation. A follow up report will be filed when the manufacturer has completed the investigation.